Event description:
Reporting status: serious injury- permanent damage. Reporting rationale: thrombosis without treatment. Device issue: no device issue has been reported. It was reported that the pt experienced sub acute thrombosis. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident info. Thrombosis, as noted in the xience v instructions of use, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. There was no report of any device malfunction at the time of the stent implant, although a conclusive root cause for the reported pt effect, and the relationship to the device, if any, cannot be determined.